Manufacturer narrative:
The quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that the bur would not go into the attachment, it was further reported that a broken bur was found to be stuck in the attachment when examined by a stryker sales representative. There was no patient impact, surgical delay or adverse consequences as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.

Event description:
It was reported that the bur would not go into the attachment, it was further reported that a broken bur was found to be stuck in the attachment when examined by a stryker sales representative. There was no patient impact, surgical delay or adverse consequences as a result of this event.